Event description:
Pinnacle3 performs linear smoothing of contours in three dimensions prior to performing the electron dose computation. When adjacent contours have radii that are very different, this smoothing can cause pinnacle3 to compute an incorrect electron dose. This will most likely occur when patient contours are taken with large separations.